Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the patient was seen for the implantable neurostimulator (ins) reaching elective replacement indicator (eri). The ins battery was at 2.55v. Starting a couple months ago, the patient started experiencing an intermittent shocking sensation on the left side of their face with certain head positions. This occurred when scratching an eye, standing, or laying. The manufacturing representative tried to duplicate this in the clinic, but they were not able to. Impedances were run with the patient's head in different positions, but the symptoms were not duplicated. Impedances were measured to be greater than 4,000 ohms on electrode pairs c-4, c-5, c-6, and c-7. Impedances were tested at 1.5 and 3.0v. Therapy impedances were measured to be within normal limits. The patient's therapy was well controlled and it was unknown when the abnormal impedances began. The patient was scheduled for an ins replacement due to reaching normal eri.

Event description:
It was reported the patient was experiencing seizure problems and they believed this was an indication that the implantable neurostimulator (ins) was getting low. The patient was trying to be proactive and schedule a replacement sooner rather than later. At the patient¿s last visit to their healthcare professional (hcp) three months prior to this report, the patient was told the ins battery had six months to a year left on the battery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 64002, lot# n316008, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).